Event description:
It was reported that this pacemaker exhibited atrial undersensing and programmed atrial sensitivity to 1 milli volts to 0.5 milli volts. The presenting electrogram showed device operating as programmed. As of this time, this pacemaker remains in service. No adverse patient effects were reported.